Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion.

Event description:
It was reported that during a normal follow-up, no abnormalities were noted via the programmer, but x-ray revealed an insulation breach.